Manufacturer narrative:
(B)(4). (10)64298519. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No patient interaction for the event. Fractured tasp replacement requested.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records for item# 42527000505 lot# 64298519 & receiving inspection report item# 42527050505 lot# 80885835 were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp lot 64298519 exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified 2 additional similar complaints for the reported item(s) and part and lot combination(s). Evaluation of the returned device identified the fracture was consistent with other tasp failures reported previously. The common failure modes for the tasp devices include either bending overload or low cycle fatigue. Complaint confirmed however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.